Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ ¿australia.¿ no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint is confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that two screw heads snapped off while the surgeon was tightening the screws during the procedure. As a result, the distal end of the plate could not be fixated. No consequences or impact to the patient. Attempts have been made and no further information has been provided.